Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "infection (late onset)" and "cellulitis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset) and cellulitis.

Event description:
Healthcare professional reported "cellulitis", "infection" , "redness" ,"local heat sensation" and "pain." Device remains implanted.